Event description:
Additional information received - the facility reported the lens for serial number (B)(4) was implanted and remains implanted. The original information reported by the facility of the lens tearing was incorrect. Another lens was damaged and this lens for serial number(B)(4) was the replacement.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens stuck in delivery system, lens (iol), torn, split, cracked. Device not returned. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a 14.0 diopter aq2010v silicone three piece lens but the haptic became caught in the injector and tore. There was no patient contact. The reporter stated the injector was the cause of the damaged lens.

Manufacturer narrative:
(B)(4). Device remains implanted. Device evaluated by manufacturer? No. Lens remains implanted. (B)(4).